Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their act buttons on insulin pump were not responding properly. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer also states that he had to press on it about 10 times before it worked and now the act button is not responding at all. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.